Event description:
It was reported that patient experienced ineffective therapy. Attempts to program the patient were unsuccessful. System diagnostics recorded high impedances on the left lead. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.